Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). Plain old balloon angioplasty (poba) was performed five times using a non-bsc balloon catheter. Dilatation was performed three times with a non-bsc balloon catheter. A 16 x 2.50 promus premier¿ stent delivery system (sds) was selected to treat the lesion; however, the device was unable to cross the target lesion. The lesion was dilated three times again using the non-bsc balloon catheter but the issue was not resolved. Parallel wire technique was performed; however, the issue was not resolved. When the sds was removed, it was noted that the stent was lifted up. The lesion was dilated with another non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4): the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).